Event description:
The customer reported when the system booted up, the image moved and they cannot extinguish the image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the control panel failed. The system was repaired, found to be operating as intended, and released to the customer for use.